Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction code. The customer's blood glucose level was not impacted due to this event. As the contact did not have the power supply on hand, tandem technical support was unable to assist with clearing the code. The contact was to call back once the power supply was located. Upon follow up, the contact reported that they had reset the pump and the malfunction code did not reoccur.